Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) outer insulation breached (clavicle-rib crush), proximal conductor blood/body fluid (not obstructed), outer insulation breached cut and cosmetic depression, blood in/on helix/lobe mechanism. Full lead returned and analyzed.

Event description:
Asku

Event description:
It was reported the right atrial lead was explanted and replaced due to high impedance and possible lead fracture. No patient complications were reported as a result of this event.